Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported difficult to position guide wire was unable to be replicated in a testing environment as it was based on operational circumstances; however, it was noted that the inner member was separated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the xience prime everolimus eluting coronary stent system instruction for use (IFU) states: carefully advance the delivery system into the guiding catheter and over the guide wire to the target lesion. If unusual resistance is felt before the stent exits the guiding catheter, do not force passage. The non-compliance to the IFU related to the excessive force was not the root cause for the reported device difficulty. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported that after device preparation, the device was loaded onto the guide wire, but met resistance and could not be forcefully advanced. There was no reported adverse patient effect or a clinically significant delay in procedure. Subsequent to the initial information received, return device analysis revealed that the inner member of the shaft was separated. No additional information was provided.